Event description:
Procedure type: laparo gynecology. According to the reporter: during the case, a foreign material was found in the cavity. The material could be retrieved. No bleeding. No tissue damaged. Not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4).